Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient came to the ed (emergency department) the morning of this report. The patient had noticed skin changes (darker color) at the pump pocket site before (B)(6). The patient had no fevers or chills. The patient had pain in his left leg 6-8 weeks prior to this report and pain in his hips 3-4 weeks prior to this report, so he said he had basically been bedridden; otherwise, he was feeling okay. The pump was visibly protruding from the skin; it had eroded. There was an infection at the pump site. A pump refill had been done on (B)(6) 2014. The patient was taken to surgery and the pump and catheter were removed. Per the or (operating room), the patient had a ¿redo fusion¿ on (B)(6) 2014 and the patient still had staples which they needed to remove prior to removing the pump and catheter. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine, bupivacaine, and fentanyl. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.